Manufacturer narrative:
(B)(4). Other devices used: catalog #42512400814, persona ps vivacite articular surface, lot #62349065 - manufactured by zimmer inc - (B)(4). The following devices were manufactured by zimmer (B)(4), catalog #42540200035, persona all poly patella, lot #62716026 . Catalog #42532007501, persona stemmed cemented tibial component, lot #62676476. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing severe pain with constant swelling and internal bleeding and walks with a cane.